Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis incident.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from the USA of a patient who made a mistake / touch contamination and peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, the patient made a mistake / touch contamination. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for peritonitis. The cause of the peritonitis was patient made mistake / touch contamination. Treatment information was not reported. Dianeal therapy was ongoing. In (B)(6) 2011, the patient was discharged from the hospital. The patient was recovering from the peritonitis. The outcome for the event of patient made mistake / touch contamination was not reported. The nurse declined to provide additional information.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h11f01101 with no exceptions observed related to the reported condition. The complaint was confirmed. The cause of the reported condition of peritonitis is use error. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.